Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture was observed. The left ventricular output value was increased. Then, a fluoroscopic examination was performed and fibrosis around the lead was suspected. Another lead will not be implanted due to the patient's medical history. The base rate was lowered and the patient will be monitored. The patient was stable.